Event description:
It was reported that during a da vinci-assisted surgical procedure, a single port monopolar curved scissors instrument had a damaged cautery cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: no material was detached from the instrument during the procedure. The patient has not returned to the hospital due to experiencing retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar curved scissors instrument to perform failure analysis (fa). The monopolar curved scissors (mcs) instrument was analyzed, and the customer reported complaint could not be confirmed through fa. Visual inspection identified no damage to the conductor wire. An in-house mcs tip accessory was installed onto the tube adapter, and the instrument was evaluated for functionality. The instrument was installed and operated on an in-house system, where it successfully passed the recognition and engagement tests. The instrument was connected to the in-house erbe generator and successfully passed energy recognition testing. The instrument demonstrated intuitive movement with full range of motion in all directions, and the blades opened and closed properly. Energy delivery testing was successfully completed in various grip orientations. The instrument also passed the electrical continuity test, indicating no issues with the conductor wire. Additional observations not reported by the site: the instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user-installed tip accessory. The broken fragment was not returned and measured approximately 2.57 mm × 1.97 mm. The probable root cause of the broken instrument tube adapter may be attributed to excessive force applied to an installed tip accessory during use, such as inadvertent collisions with other instruments. Additional common causes include improper installation or removal of the tip accessory. Due to the broken tube adapter, a detached fragment was identified.